Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : revision. Mobi-c was implanted and then removed to apply decompression of contralateral side that was not decompressed during initial surgery. New mobi-c was implanted. According to reporter, implant was fully functional and was only removed to allow for decompression of preoperative non-symptomatic side.

Manufacturer narrative:
Additional information was received on 29 nov 2017 from reporter: patient condition is good following the event. From description received, it was a choice of the surgeon to focus decompression on the painful side of the patient in the initial procedure. Decompression was not applied on the other side by decision of the surgeon. Then surgeon decided to do revision surgery to apply decompression of contralateral side that was not decompressed during initial surgery. It confirms what was reported in previous medwatch report, revision was not device related and that implant was fully functional. Cause of the revision is not device related, it was a decision of the surgeon.

Event description:
Mobi-c p&f us : revision.